Event description:
It was reported that customer experienced continuous glucose monitor error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset process, and after reset no further error occurred and sensor session was successfully started.